Event description:
It was reported that this patient was hospitalized due to appropriate shocks involving this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical analysis was requested due to suspected premature battery depletion (battery 58% in march 2021 to 15% in june 2021 to 11% most recently). The device will be replaced and returned. A review of the device data by technical services (ts) confirmed that the device showed the power consumption was increasing in a gradual fashion. Premature battery depletion was confirmed. The device should have enough capacity to provide therapy for sixty two days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
The device was explanted and will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this patient was hospitalized due to appropriate shocks involving this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical analysis was requested due to suspected premature battery depletion (battery 58% in (B)(6) 2021 to 15% in (B)(6) 2021 to 11% most recently). The device will be replaced and returned. A review of the device data by technical services (ts) confirmed that the device showed the power consumption was increasing in a gradual fashion. Premature battery depletion was confirmed. The device should have enough capacity to provide therapy for sixty two days. The device was explanted and will be returned. No additional adverse patient effects were reported.